Event description:
My symptoms: auto-immune symptoms - rheumatoid arthritis, allergies, skin rashes, but my blood work comes back "normal". Extreme fatigue and exhaustion, anxiety, depression, brain fog, vertigo, metal taste in my mouth, massive headaches, digestive issues, the most recent "leaky gut" syndrome, foot pain, loss of libido, sunken dark eyes, and just feeling heavy and long in my face. I didn't recognize or feel like myself at all most recent, a very trusted mentor made a comment about my eyes, she said "my essence" is gone. I shared this with my sister and another friend, they both said they noticed the same, but thought I was just really tired. I'm (B)(6) and feel like I am dying on the inside. I am done feeling this way and being misdiagnosed and prescribed every medication to treat every symptom instead of getting to the root cause. FDA safety report ID# (B)(4).